Manufacturer narrative:
(B)(4). Reason for surgery: pop and sui. It was reported that following insertion the patient experienced chronic vaginal infection, urinary problems, removal of uterus, recurrence and dyspareunia. It was reported that on (B)(6) 2010 patient underwent a vaginal hysterectomy, a high uterosacral ligament vaginal suspension/enterocele repair, and a posterior colpoperineorrhaphy with pelvisoft graft augmentation. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and a mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent cystoscopy on (B)(6) 2008. It was reported that following insertion the patient experienced mild vaginal atrophy.